Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was gastrointestinal/pelvic floor. The patient reported that her pump was replaced because the pump was coming out of her stomach. When asked about the event date/timeframe, the patient stated that it had been going on for quite a while.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.